Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, and occlusion test. No excessive no delivery alarms noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was up to 500 mg/dl and 370 mg/dl. The customer reported that the insulin pump received no delivery alarm which was resolved after complete set change. The reservoir will not be returned for analysis and insulin pump was returned for analysis.